Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Health care professional reported that during intraocular lens(iol) implant procedure the device was defective, and stated that back up iol was used and the procedure was completed on the same day with no patient impact. Additional information has been requested.